Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was frozen and got stuck at blue carefusion screen. The customer stated that they managed to get the medication from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was frozen on the blue care fusion screen. A technical support specialist (tss) reboot the station, but issue persist. Tss guided user to unplug and re-plug the power cable, but it still stuck at blue carefusion screen. Later, tss dialed into the device to check and found that the application had already launched on care fusion application. Tss tested by rebooting the device again, and the application launched without any errors or issues. Finally, tss checked with the customer for confirmation. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was frozen and got stuck at blue carefusion screen. The customer stated that they managed to get the medication from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.